Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, unfired; cartridge condition, unfired; cartridge return batch number, j00j01. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good; condition of yoke, good. Analysis conclusion: based upon the info rec'd and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. The returned cartridge had a bent middle alignment finger and a broken section on the front right side. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the device was used during a laparoscopic appendectomy. It was reported the surgeon fired the stapler and it cut halfway through the tissue. He attempted to reload and the cartridge fell into pt and was retrieved. Case was completed with endo-loop. There was no consequence to the pt. 09/17/1997 sales rep clarified this occurred on the first firing of the device. The endo-loop was used to tie the remaining tissue, and then it was cut.